Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("severe pain"), discomfort ("discomfort") and skin irritation ("severe skin irritation"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the genital haemorrhage, pain, discomfort and skin irritation outcome was unknown. The reporter considered discomfort, genital haemorrhage, pain and skin irritation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. On 16-apr-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), discomfort ("discomfort") and skin irritation ("severe skin irritation"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, discomfort and skin irritation outcome was unknown. The reporter considered discomfort, genital haemorrhage, pelvic pain and skin irritation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: with follow up received from lawyer, this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporters added: new reporters mhra (2018/012/007/401/002) and new lawyer added. Essure insertion date was specified: (B)(6) 2015. The event pain was specified to pelvic pain based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('heavy and extended periods of bleeding/heavy/abnormal bleeding') and device dislocation ('migration of essure devices'). In an adult female patient who had essure (batch no. D46954), inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/localized pain"), discomfort ("discomfort"), skin irritation ("severe skin irritation"), hypersensitivity ("allergy symptoms") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, hypersensitivity and abdominal distension had resolved. And the discomfort and skin irritation outcome was unknown. The reporter provided no causality assessment for abdominal distension and hypersensitivity with essure. The reporter considered device dislocation, discomfort, genital haemorrhage, pelvic pain and skin irritation to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the lot number of the essure, a new reporter (lawyer), new adverse event: (device migration, allergy symptoms, bloating), new as reported (heavy/abnormal bleeding, localized pain) were provided. The outcome for the adverse events: allergy symptoms, bloating, heavy/abnormal bleeding, localized pain was updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('heavy and extended periods of bleeding / heavy/abnormal bleeding') and device dislocation ('migration of essure devices') in an adult female patient who had essure (batch no. D46954) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain / localized pain"), discomfort ("discomfort"), skin irritation ("severe skin irritation"), hypersensitivity ("allergy symptoms") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital hemorrhage, pelvic pain, hypersensitivity and abdominal distension had resolved and the device dislocation, discomfort and skin irritation outcome was unknown. The reporter provided no causality assessment for abdominal distension and hypersensitivity with essure. The reporter considered device dislocation, discomfort, genital hemorrhage, pelvic pain and skin irritation to be related to essure. Batch no d46954. Production date 2015-01-09. Expiration date 2018-01-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 09-apr-2020. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("heavy and extended periods of bleeding / heavy/abnormal bleeding") and device dislocation ("migration of essure devices") in an adult female patient who had essure inserted (lot no. D46954) for contraception and female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful intercourse (pain during sexual intercourse), hepatitis, panic attacks, headache, tiredness, hepatitis, depression, vaginal delivery, rash, anxiety, polycystic ovary, pregnancy and abdominal pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("severe pain / localized pain"), discomfort ("discomfort"), rash ("severe skin irritation / itchy rash"), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), mental disorder ("psychological issues"), liver disorder ("liver issue") and perioral dermatitis ("perioral dermatitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain, hypersensitivity and abdominal distension had resolved. The outcomes for device dislocation, discomfort and rash were unknown. The reporter considered device dislocation, discomfort, genital haemorrhage, liver disorder, mental disorder, pelvic pain, perioral dermatitis, rash and weight increased to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity or abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: the uterus measures 95 mm from fundus to cervical os, 60mm transversely, 45 mm antero-posteriorly and weighs 131g. The serosa appears smooth. The external os is open + liner and measures 8mm. The epithelium appears normal vaginal cuff: no the left fallopian tube measures 85mm in length. The fimbrial end is present the right fallopian tube measures 90mm in length. The fimbrial end is. Present other macroscopic findings: overall the specimen appears congested. No liga clips present. Metal wire present? Remains of intrauterine device / essure as stated on referral form clinical information in both fallopian tubes [ultrasound scan vagina] on (B)(6) 2015: bus pelvis transvaginally: transvaginal scan performed with informed verbal consent. The anteverted uterus is slightly bulky. The myometrium appearsheterogenous with a focal heterogeneous structure seen within the fundal aspect measuring 12 x 7 x 11 mm which appears to indent the endometrial echo. Ultrasound appearances are suggestive of asubmucosal fibroid. The endometrium measures 9.6 mm (lmp: day 1 and pv bleeding.)the right ovary is bulky and both ovaries appear to contain more than12 antral follicles. Ultrasound appearances are suggestive of bilateral polycystic ovaries. No pelvic free fluid seen.bcomment:b1) probable submucosal fibroid2) ovarian appearances are suggestive of bilateral polycystic ovaries. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: hypersensitivity, pelvic pain, genital haemorrhage. Batch no d46954 production date 2015-01-09 expiration date 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: (B)(6) 2023 is correct clock start date. Follow-up 20 is considered as significant follow-up. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4), (B)(4) and (B)(4)) on 09-apr-2020. The most recent information was received on 01-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("heavy and extended periods of bleeding / heavy/abnormal bleeding") and device dislocation ("migration of essure devices") in an adult female patient who had essure inserted (lot no. D46954) for contraception and female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful intercourse (pain during sexual intercourse), hepatitis, panic attacks, headache, tiredness, hepatitis, depression, vaginal delivery, rash, anxiety, polycystic ovary, pregnancy and abdominal pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("severe pain/localized pain"), discomfort ("discomfort"), skin irritation ("severe skin irritation/itchy rash"), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), mental disorder ("psychological issues"), liver disorder ("liver issue") and perioral dermatitis ("perioral dermatitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain, hypersensitivity and abdominal distension had resolved. The outcomes for device dislocation, discomfort and skin irritation were unknown. The reporter considered device dislocation, discomfort, genital haemorrhage, liver disorder, mental disorder, pelvic pain, perioral dermatitis, skin irritation and weight increased to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity or abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: the uterus measures 95 mm from fundus to cervical os, 60mm transversely, 45 mm antero-posteriorly and weighs 131g. The serosa appears smooth. The external os is open + liner and measures 8mm. The epithelium appears normal. Vaginal cuff: no. The left fallopian tube measures 85mm in length. The fimbrial end is present the right fallopian tube measures 90mm in length. The fimbrial end is. Present other macroscopic findings: overall the specimen appears congested. No liga clips present. Metal wire present? Remains of intrauterine device/essure as stated on referral form clinical information in both fallopian tubes. [Ultrasound scan vagina] on (B)(6) 2015: bus pelvis transvaginally: transvaginal scan performed with informed verbal consent. The anteverted uterus is slightly bulky. The myometrium appearsheterogenous with a focal heterogeneous structure seen within the fundal aspect measuring 12 x 7 x 11 mm which appears to indent the endometrial echo. Ultrasound appearances are suggestive of asubmucosal fibroid. The endometrium measures 9.6 mm (lmp: day 1 and pv bleeding.)the right ovary is bulky and both ovaries appear to contain more than12 antral follicles. Ultrasound appearances are suggestive of bilateral polycystic ovaries. No pelvic free fluid seen.bcomment:b1) probable submucosal fibroid2) ovarian appearances are suggestive of bilateral polycystic ovaries. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: hypersensitivity, pelvic pain, genital haemorrhage. Batch no: d46954. Production date: 2015-01-09. Expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-mar-2023: events- "psychological disorder nos, weight gain, liver problems" reporters information patient medical history. 01-dec-2023: events- "psychological disorder nos, weight gain, liver problems, perioral dermatitis" added reporters information patient medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("severe pain"), discomfort ("discomfort") and skin irritation ("severe skin irritation"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pain, discomfort and skin irritation outcome was unknown. The reporter considered discomfort, genital haemorrhage, pain and skin irritation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.